Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed a slightly deformed outer conductor coil between 14 cm and 18 cm distal to the is-1 connector pin and a slightly damaged steroid collar, which most likely resulted from the extraction procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observation. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. During the electrical analysis, the dc resistances of the received conductor were measured. No peculiarities were found. During the mechanical analysis, after removing the found tissue in the fixation helix, the fixation helix could be properly deployed and retracted accordingly to the technical specifications the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the ventricular threshold was found high and there was non-capture at 7.5@1.5ms for both bipolar and unipolar pacing. Qrs was sometimes undersensed. During the explant, the lead was found dislodged. Lead was explanted and replaced.